Manufacturer narrative:
The logfile was analysed for investigation. The reported device restart and alarm for an internal battery failure can be verified. The device conducts a "shut off test", which is conducted regularly. This test interrupts external power sources and will switch to internal battery for 500ms. If internal batteries are worn out, and the devic detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted /high ohmic/ and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery. In case a ventilation is active at the time of a restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. At the date of event the log file entries indicate a device restarted due to a failed ¿shut off test¿. The log file entries show that the ongoing ventilation was continued immediately after the restart. The internal battery issue was brought to the user attention by the posted error massage "internal battery failure". At the date of event the device was put into use without preforming the device check or the test "running on internal battery" like described in instruction for use. The log file entries show that the device has alarmed that the internal battery life span limit has been reached already on the 11.07.2021. The service life of the used battery type (battery with lead-gel technology) can be shortened due to use in irregular alternating mode, e.g. In intra-clinical transport. The internal battery needs to be replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device generated an alarm for an internal battery failure and repeatedly restarted during ac operation. The patient was manually ventilated, and the ventilator was replaced. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device generated an alarm for an internal battery failure and repeatedly restarted during ac operation. The patient was manually ventilated, and the ventilator was replaced. No patient injury was reported.